Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the contact paddle does not work. There was no report of adverse patient impact.

Manufacturer narrative:
This is a duplicate of emdr #1218950-2016-07100.